Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter. The root cause is attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend would not respond to the surgeon's controls when first inserted into the patient. The instrument also would not open and close. The instrument was reseated but the issue persisted. The customer also tried to use the instrument on a different arm but there was no change. The customer tried to open the jaws manually but was not able to. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument had not been used when the issue occurred. The instrument was unable to move at all.